Event description:
It was reported that the patient presented in the operating room for a generator change out procedure. Prior to the procedure, loss of capture was noted on the atrial lead. The patient was asymptomatic. The lead was capped and replaced. The patient was well post procedure.

Manufacturer narrative:
UDI (di): (B)(4).